Event description:
A hospital in (B)(6) reported that during a femoral reaming for a total hip prosthesis, the reamer head disconnected from the flexible shaft. The reamer head remains in the femur of the patient as it was not possible to remove it without performing an osteotomy. This report is #2 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.